Event description:
It was reported that there was a problem with the 3.5mm coupler. The first vein was placed on the coupler ring but when they tried to attach the second vein, the first coupler ring was slipping out of the winged jaw assembly. The rn said that there was a mismatch in the size of veins; the first vein was 2mm and the second vein was 4mm in diameter. The 4mm vein was also quite short, which the rn believes may have made it more difficult to approximate the veins together. The anastomosis was sutured by hand. No further details are available.

Manufacturer narrative:
The coupler devices involved in the incident were not returned for eval, and therefore functional testing could not be performed. A review of the device history record was not possible since the lot number was unavailable. Same reporter as the following manufacturer report numbers, but separate events: 2183620-2012-00047, 2183620-2012-00048, 2183620-2012-00049, 2183620-2012-00050.